Event description:
While the operator, (B)(6), was working on the instrument sta satellite 668, she experienced problems with the user interface, so she shut down the instrument using the software and then turned off the power switch. She said she returned about 5 minutes later and as she toggled the power switch back on, there was a bright flash of light accompanied with heat. It was followed by smoke coming from the back of the instrument and acrid smell of electrical parts. Heat sensitive printer paper located above the switch of the concerned analyzer was discolored and some other heat sensitive paper approx 3 feet away was also found to be discolored after the flash occurred. The laboratory technician that was involved in the incident went to the ER and was released from it the same day. She was fully recovered. It was stated that she had signs of smoke inhalation and electric shock - her symptoms were numbness of the fingers, difficulty breathing and extreme headache. She completed her shift in the lab after being released from the ER. Regarding pt care: no erroneous results left the lab, nor was any pt diagnosis compromised, nor, any pt harmed.

Manufacturer narrative:
The instrument was not plugged directly into the wall but into a customer supplied smart ups model 2200 (uninterruptible power supply). Their other sta satellite was plugged into this ups as well; both the other sta satellite and the ups are currently working and received no apparent damage from the incident. The facility's engineering group unplugged the affected instrument from the ups. The engineering department from diagnostica stago inc. Was called; they checked out the concerned instrument and determined that the power supply contained a coil that showed evidence of blackening. No other damage was observed. The technician checked the polarity of each outlet on the ups and found the polarity to be correct. This case is the first occurrence reported on our sta satellite instruments. The operator's injury was not serious. The concerned analyzer is being returned to (B)(4) for evaluation. We are waiting for this return to complete our investigation of this issue. We will provide you our complete report as soon as possible. This initial report is transmitted to the FDA because we are not able to conclude if the device could or not cause/contribute to death or serious injury if it was to recur without an engineering evaluation of the instrument.